Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing confirmed the up, down, ok and contrast keys are unresponsive to user input. Removed the keypad cover; contamination was found under the up, down, ok and contrast key contacts. The keypad is lifted up near the up and down keys. The audio bolus button cover was observed to be torn, but the button is fully responsive to user presses. Unrelated to this complaint, the piston cap was observed to be missing in the cartridge compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter indicated that the up, down, and ok buttons required increased force to elicit a response and at the time of the call the buttons were unresponsive. The reporter confirmed no known damage to the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.